Event description:
Had orthovisc injections to both knees. After the second set I started to become very sleepy. Next week had the third set. Over the next week developed severe lethargy, weakness, loss of appetite, low grade temp (up to 100), jitteriness, diarrhea and general flu like feeling. Four weeks later these symptoms persist. I've been looking for an allergist who tests for allergy to gram positive bacteria protein but have not found one. The MFR says not to administer to pts with this allergy but nobody does the testing. I think this is my problem. Dose or amount: 1, frequency: weekly times 3, route: intra-articular. Dates of use: (B)(6) 2014. Diagnosis or reason for use: knee pain. Event abated after use stopped or dose reduced: no.